Manufacturer narrative:
The tunneling tool will not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that during a permanent ipg implantation procedure, an expired tunneling tool was used. The tunneling tool was five days beyond the expiration date. There was no harm to the patient.

Event description:
A report was received that during a permanent ipg implantation procedure an expired tunneling tool was used. The tunneling tool was five days beyond the expiration date. There was no harm to the patient.